Event description:
It was reported that, during an in-clinic follow-up, the right ventricular (rv) lead was dislodged. An attempt was made to reposition the rv lead but was unsuccessful due to difficulty extending the rv lead helix. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, an increase in stimulus threshold, failure to sense, high pacing impedance and a helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil being clogged with blood/tissue. The reported event of an increase in stimulus threshold, failure to sense, and high pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that, during an in-clinic follow-up, the right ventricular (rv) lead was dislodged resulting in increased capture threshold, increased pacing impedance, and a loss of sensing. An attempt was made to reposition the rv lead but was unsuccessful due to difficulty extending the rv lead helix. The rv lead was explanted and replaced to resolve the event. The patient was stable.